Event description:
The customer reported that the companion 2 driver made a "vibration noise" while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because, although the companion 2 driver exhibited a "vibration noise," the companion 2 driver continued to perform its' life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver made a "vibration noise" while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The customer copied the companion 2 driver data file and sent it electronically to syncardia for review. Careful review of the files and the alarm log revealed nothing in the patient data or alarm log that points to any systemic issues about this c2 driver. Syncardia recommended to the customer to re-start the driver and perform a system check test. The customer reported that a system check data also showed successful operation. The customer decided to keep the companion 2 driver for patient use. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "vibration noise," the companion 2 driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.